Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called to report a grinding noise in the cycler. A review of the patient¿s treatment records identified that the patient drained 4239 ml during drain 4 of the treatment. This drain volume is 212% of the patient's fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Upon follow up, the patient verified the overfill event. The patient had called into technical services due to a grinding sound coming from the cycler. The technician looked at the treatment records and said there was an overfill and issued the patient a new cycler. The patient said there was no harm, intervention or adverse event associated with the event. The cycler is available to return.